Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number: (B)(4) event occurred in turkey on (B)(6) 2022, it was reported by the patient that he received an infusion set blocked alarm. No further information was available.